Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found out of spec in relation to the reported system error 105, which was not reproduced, but confirmed through review of the event history log. Visual observations internal to the motor were identified: excessive motor bearing wear with shaft end play and outer gearbox bearings are worn, with the bearing cages broken and starting to disintegrate. Eval also found an impression on the motor tape from the lower bearing housing and an impression on the processor board shielding tape and back flex. Due to the motor/gearbox failure, the motor assembly was replaced.